Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was noted. The stent component was received already detached inside the hub of the microcatheter; it was removed without any difficulties. A microscopic inspection was performed on the entire length of the device. The microcatheter was observed to be undamaged (i.e., no kinks / bends or compressed areas were observed). The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. The microcatheter was flushed using a lab sample syringe. After flushing, a 0.018-inch (0.04572 cm) lab sample guidewire was inserted into the microcatheter. The guidewire was advanced until it exited the distal tip of the microcatheter without any noticeable resistance. Although the functional test could not be performed with the enterprise system due to the stent component being already detached and deployed, the guidewire was able to pass through the entire length of the microcatheter, and no resistance or friction was felt. Additionally, no damages were found on the microcatheter that could have contributed to the issue encountered during the procedure. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the reported issue in the complaint was not confirmed. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following cautions: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Do not attempt to use microcatheters without flushing first to hydrate the coating. Failure to do so may compromise the coating and lubricity of the catheter. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00223. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-apr-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00223 and 3008114965-2023-00224. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. D.4: the expiration date of the device is not known as the device lot number is not available / not reported. E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. H.4: the device manufacture date is not known as the device lot number is not available / not reported. The product analysis lab reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint captured the proximal section of the prowler select plus microcatheter. Due to the photo resolution, it cannot be ascertained that the stent component is detached in the hub of the microcatheter. The delivery wire was not captured in the photo. No findings could be obtained from the photo. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Functional test and dimensional inspection need to be performed in order to determine if the prowler select plus microcatheter could have contributed to the issue encountered during the procedure. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00223. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 7343264) was impeded in the proximal section of the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be further advanced. The physician retracted the stent; it was impeded in the microcatheter hub and during the process of withdrawal, the stent component became separated from the delivery wire; the stent component remained in the microcatheter. The physician replaced the stent and the microcatheter to complete the procedure. It was reported that the lot number of the prowler select plus microcatheter is unobtainable. There was no report of any negative patient impact. A single photo was included in the complaint file. On 14-apr-2023, additional information was received. The information indicated that the target aneurysm was on the right internal carotid artery (ica). An adequate continuous was maintained through the microcatheter. The information also indicated that the stent component became prematurely released from the delivery wire and the stent component is no longer on the delivery wire; the prematurely released stent component remained in the microcatheter. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The information confirmed there was no patient injury or complication due to the reported issue.